Event description:
Consumer called to report accuracy issues with her meter. Meter was reading higher than normal and she bolused accordingly. Paramedics were called for assistance.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.